Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the lead became bent during placement. The lead was not implanted, and another lead was attempted. During the attempt of the second lead, multiple extensions and retractions were performed to find good placement but during the last attempt the helix would no longer extend so the lead was removed and a new lead implanted. A device interrogation and chest x-ray the following morning found non-capture and undersensing and the lead was dislodged. A lead revision is planned for the future. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. According to the complaints and analysis results, the distortion and fracture of the distal conductor within the is-1 connector were occurred when the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.